Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 14 mg/dl and moderate ketones were present that were identified as life-threatening by a healthcare provider. Low bg cause was not known. Customer went to the emergency room to address the issue and was subsequently hospitalized. Customer was treated with intravenous fluids of saline which resolved the issue and there was no permanent damage. Customer declined troubleshooting with tandem technical support and declined to provide further information.